Event description:
The customer reported to beckman coulter that the baths were overflowing on the coulter act diff 2 analyzer due to the drain being backed up where the waste line feeds into. The volume of the leak was 10 ml and the leak was not contained within the analyzer. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter customer technical support (cts) had the customer to drain the vacuum isolator chamber (vic) using solenoid 6, 7 but it did not drain. The customer drain the vic manually by removing bottom tubing that did not work. Customer changed the waste filter for the vic since it had lots of debris on it that solved the problem. After changing the waste filter, the waste was able to drain properly and the instrument was operational. Service was not dispatched for this event failure mode: debris builds up on the vic waste filter. (B)(4).